Event description:
Pt was admitted for chf. Pt has a transtracheal catheter hooked to oxygen but was disconnected due to the pt needing CPAP during the day. The transtracheal tube from the oxygen tree was unhooked and a nasal cannula was connected, and the pt sat up for lunch. At that point the transtracheal tube was still intact. After lunch, the rn noted blood dripping on the floor and coming from oxygen tubing that should have been connected to the transtracheal catheter which was found to be disconnected and plugged into a port on the IV tubing, and due to gravity, was pulling blood from the PICC line. No staff members had enetered the room, and it is assumed that the pt had at some point after eating connected the oxygen tubing into the extension set of the IV tubing. Estimated blood loss was 10-20cc. Upon further query, it was reported that upon disconnection of the oxygen tubing from the transtracheal catheter, the oxygen tubing set-up was placed on the bed beside the pt. Approx. 15-20 minutes later, the clinician noted blood on the fllor, and the oxygen tubing had been connected to the clave port on the tubing connected to the PICC line and was hanging to gravity. It was immediately disconnected, and the PICC line was flushed with no further problems. The pt was asymptomatic, and there was no adverse pt effect. Add'l pt info was requested, but no further info was available.